Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered chronic pelvic and vaginal area pain, severe infection, additional surgeries and urine leakage. No further information has been provided.